Event description:
During a mucosal procedure, the donut was imcomplete and the inside staple line was only half complete. Used another like device to complete the procedure. There was no pt consequence.